Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) underwent a memory reset. Afterward the physician was unable to access therapy history information. The ICD was removed.